Event description:
It was reported that during a coronary stenting treatment procedure, the stent came off the balloon. The index procedure indication was for acute anterior wall myocardial infarction (mi). The lesion was located in the 100% stenosed mid left anterior descending (lad) artery. After angiography was performed, a 6f jl4.0 non-bsc guide catheter was introduced through the right femoral access site. Next a non-bsc 300cm wire was advanced across the lesion. A non-bsc 2.5x16mm non compliant over-the-wire balloon was advanced to the lesion and balloon angioplasty was performed with 4 inflations at a maximum inflation pressure of 8 atms. Next, a liberte' monorail coronary stent 2.75x32mm was advanced, placed across the lesion and deployed with one inflation at a maximum inflation of 16 atms. A non-bsc 180cm guide wire was advanced across the lesion. The physician then attempted to advance another liberte' monorail coronary stent 2.75x20mm across the lesion site, however, it was reported "the stent came off the balloon while trying to advance." This stent was deployed with one inflation at 16atms. However, it is known the procedure was completed with a non bsc non compliant 3.0x20mm balloon inflated twice at a maximum inflation of 16 atm. There were no reported complications during the procedure. The patient condition is reported as "ok". Medications administered during the procedure were fentanyl 25mcg, nitroglycerin 30mcg, angiomax 250mg/50ml 0.9 ns, versed 1 mg and adenosine 5mg/500 ml ns, 100 mcg. Discharge medication included aspirin and plavix. Additional information was requested and is not available.